Event description:
In 2008, the patient's wife reported that the pt passed away on ten days earlier of a massive heart attack brought on by extremely low blood glucose readings. She stated that she found him unresponsive on the day of the incident and she called paramedics. Paramedics measured his blood glucose at 29 mg/dl and they attempted to give him glucose but were unable to find a vein due to a low pulse. The pt was not revived. The patient's wife stated that the pt complained of not being able to control his blood glucose readings for a month prior to his death and his son stated that the pt was irritated with the infusion device. Product was requested to be returned for eval.